Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7f 110 x 14 x 6 maxi ld percutaneous transluminal angioplasty (pta) dilatation catheter ruptured in the patient. The ¿broken¿ balloon was removed from the patient. There were no reports of patient injury. The maximum inflation pressure was 6atm. The balloon inflated normally prior to it bursting. The device was used in an iliac artery dilation. The lesion was mildly calcified and tortuous. There was 70% stenosis. The device was not used for a chronic total occlusion (cto). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was able to be prepped normally, therefore, it was able to maintain negative pressure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, nor was there any resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 7f 110 x 14 x 6 maxi ld percutaneous transluminal angioplasty (pta) dilatation catheter ruptured in the patient. The ¿broken¿ balloon was removed from the patient. There were no reports of patient injury. The maximum inflation pressure was six atm. The balloon inflated normally prior to it bursting. The device was used for an iliac artery dilation which the lesion was mildly calcified and tortuous with 70% stenosis. The device was not used for a chronic total occlusion (cto). There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device was able to be prepped normally; therefore, it was able to maintain negative pressure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. One product was returned for analysis. A non-sterile maxi ld pta f7 110 14x6 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, a burst in the balloon of unit was observed by the naked eye. Per microscopic analysis, sem was performed to identify the possible root cause of the balloon burst. Results showed that the maxi ld pta f7 110 14x6 catheter complaint unit balloon external surface presented evidence of a burst condition and a secondary scratch mark along the external surface area, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch mark on the surface could probably led to the damaged condition found on the received device. It can be inferred that the material¿s damage was originated with a sharp object from the outside surface zone of the device¿s balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82246333 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed by analysis of the returned device. The exact cause cannot be determined. Sem analysis revealed a ruptured condition along with a scratch mark on the outer portion of the balloon material. This suggests the balloon material was damaged by the interaction of the balloon with a sharp object such as calcified spicules located on the lesion. Vessel characteristics of stenosis, mild calcification, and tortuosity, likely contributed to the reported event as the presence of calcium is known to damage balloon material. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.